Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep found that the ias shuts down as soon as the umbilical is disconnected and can not be driven. The replaced all motion batteries and verified charging voltages were within specification. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A radiologic technologist (rt) reported that when unplugging the system to transport, the image acquisition system (ias) shut down immediately. The rep noted that the system had been plugged in all day and they were able to boot it back up once it was plugged back in. This was discovered outside of surgery.

Manufacturer narrative:
Correction: the initial reporter was inadvertently listed as the MDR contact on the initial MDR. The correct MDR contact is provided on this MDR follow-up 1 submission.